Event description:
The pt was diagnosed in a shockable ventricular tachycardia. It was reported that the device defibrillator charged as expected, but would not discharge energy to the pt through the therapy cable. This was alleged to have occurred twice. The basis for this allegation was not reported. According to the reporter, the combination electrodes were left connected to the pt and another device was used to continue pt care. The reporter did not know pt outcome. However, the reporter stated the facility was not claiming an association between pt outcome and device operation.

Manufacturer narrative:
The reporter tested, the device and therapy cable that was used with the device, but could not observe a failure. The device and cable were subsequently examined by the local factory service representative. Proper operation was observed through full performance and functional testing.